Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the downloaded log file from the heartmate 3 system controller (serial number: (B)(6). The event log file contained approximately 13 hours of relevant information (23:27:24 (B)(6)2024 to 12:09:47 (B)(6) 2024 per timestamp). A backup battery fault alarm was observed throughout the event data due to the backup battery not passing the load test. The battery measurements associated with the fault¿s initial activation were not known, as the onset of the alarm had been overwritten by newer events. Based on the periodic data, it appeared that the alarm first activated sometime between 22:07:44 and 23:07:44 on (B)(6) 2024. Throughout the data, the pump maintained a speed within the expected range without issue while the driveline was connected. The driveline was disconnected from this controller 12:08:40 on (B)(6) 2024. The returned heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the battery passed multiple load tests and atypical alarms were not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (section 2 ¿how your heart pump works¿) provide instructions on how to properly replace the system controller backup battery. This section also instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook ( section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault that did not clear by self-test. It was replaced and a new ebb was installed. The patient continued to experience ebb faults so their system controller was exchanged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.